Manufacturer narrative:
It was indicated a portion of the lead would be returned. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to oversensing and increased threshold measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Only the proximal segment was returned, the lead was severed 10.8cm from the terminal pin. It was indicated the lead being severed was induced damage. This segment was confirmed to be electrically continuous. As a result, the clinical observations could not be confirmed.